Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was attempting to deliver a bolus when the pump displayed occlusion. Patient changed all accessories clearing the occlusion. Patient was unsure how much of the original bolus she had received prior to receiving the occlusion. Therefore, she programmed another bolus equivalent to the original bolus. She began to feel disoriented and confused. Patient obtained a blood glucose reading of 35 mg/dl. Patient's husband assisted her in obtaining liquid glucose, glucose tablets and food, amounts and names are unknown. The patient attributed the low reading to giving herself a second bolus because she did not know the first one had delivered before the pump occluded and she didn't know how to check for it in the pump bolus history. The infusion device is not being requested for return as it is working properly.